Manufacturer narrative:
Product complaint # (B)(4). Evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the dermabond advance products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens. A manufacturing record evaluation was performed for the finished device batch pkh181, anx1215 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pkh181, anx1215 and no non-conformances were identified. The following information was requested and the following was received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? The surgeon had a little bleeding from his finger. The surgeon put on an adhesive tape. Since it was a small injury. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? There is no problem at all now. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? No further information is available. Device return status . We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a transabdominal preperitoneal surgery on (B)(6) 2020 and topical skin adhesive was used. During use a piece of the glass ampule was protruded from the applicator and the surgeon injured his finger. The surgeon had a little bleeding from his finger. The surgeon put on an adhesive tape. Since it was a small injury. There were no adverse consequences to the patient.